Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power loss alarm was performed. Customer advised the insulin pump used a very large amount of battery power. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was received with normal operating currents. No unexpected low battery alarm or power loss alarm noted during testing. Unit was received with scratched case, minor scratched lcd window and scratched keypad overlay.